Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d8, d10, h2, h3, h6, h11 a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the rigid tube was dented, rigid tube was bent, the light guide bundle was chipped, component failure of the rigid tube, component failure of the universal cable, component failure of the light guide bundle. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the component failure of universal cable led to no display of image. The most probable cause of dented and bent rigid tube, chipped light guide bundle is traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1, facility name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device exhibited no image. The issue was identified at the time of setup before the patient was in room. There were no reports of patient harm.